Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration on (B)(6) 2015. Pediatric patient is using an adult receiver. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the pediatric patient is using an adult receiver. The dexcom g4® platinum continuous glucose monitoring system with share user's guide states: the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis.